Event description:
Positioned the balloon at the lesion. When starting to inflate, the balloon would not hold any pressure. Removed the balloon and tested at the table, it failed to hold pressure. It seemed that the balloon was defected from the start as it would not even hold 2 atmospheres of pressure. A new balloon was used and worked fine. The patient's outcome was good.